Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed, and a root cause could not be determined since no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Note: the manufacturer no longer performs repairs on the reported medical device. UDI and 510k are unknown.

Event description:
It was reported that the pump would not stop alarming when it was being programmed. This event occurred during use of the device in the patient's home. No patient injury was reported.